Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional barewire emboshield device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported the procedure was to treat a lesion in the heavily calcified superficial femoral artery. When the barewire was removed from the package, it was noted the tip coils were stretched [unraveled] therefore the wire was not used. A second barewire was advanced with the emboshield nav6 embolic protection system (eps) to the peroneal artery, the filter was deployed in the popliteal artery, and then a jetstream device was used. After the filter was retrieved and the eps removed from the patient, it was noted the tip coils of the barewire were unraveled and very stretched out. The physician pulled on the tip of the wire and it separated from the body of the wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported break to the barewire tip coils were not confirmed; however, stretched tip coils were confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported barewire coil damage was likely due to inadvertent mishandling. It is likely that inadvertent mishandling of the device during removal from the packaging or during preparation caused the damage to the barewire tip coils. There is no indication of a product quality issue with respect to manufacture, design, or labeling.